Event description:
It was reported that the device experienced continuous activation.

Manufacturer narrative:
The reported failure mode will be monitored for future reoccurrence. The reported device was not received for investigation; therefore the reported failure cannot be confirmed. The complaint will be closed without a detailed investigation. In the event that the device is received, the complaint will be reopened and the investigation will be updated with the new results. Probable root cause for the reported failure involving this device could not be determined due to insufficient information. Manufacture date is not known.

Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed. The gtin and 510k are unknown at this time, should the product information become available, they will be provided in future reports.

Event description:
It was reported that the device experienced continuous activation.